Manufacturer narrative:
(B)(4). Physio-control provided the biomedical engineer with the part number for a replacement therapy connector assembly. Physio-control has made multiple attempts to contact the customer, both via phone and in writing, to confirm that the reported issue has been resolved but no response appears to be forthcoming. The device has not been returned to physio-control for evaluation. The cause of the reported issue could not be conclusively determined.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that the therapy connector assembly on their device was no longer holding the therapy cable in place. As a result, defibrillation may not be able to be delivered. There was no patient use associated with the reported event.